Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual investigation, this complaint is confirmed. The device was returned with damages to the heat shrink. The tip was returned with the heat shrink completely removed. Damages on the heat shrink looked to indicate that heat shrink insulation began to peel around the hinge point of the device. Unable to confirm the root cause.

Event description:
During a laparoscopic surgical procedure, the heat shrink insulation on the renew fenestrated grasper forceps tip slipped off and fell into the patient abdomen. The procedure and anesthesia time was not extended. The piece was retrieved from the patient. There was no harm to the patient.